Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose had a hole at the muffler and near the bell housing, the motor failed safety assessment and reflected low rotations per minute (rpms) with a reading of 65,462 rpm's which was lower than manufacturers' specification (65,462 rpm's; specified reading is minimum of 75,000 at 90psi). It was further determined that the device lacked lubrication, the locking cylinder and pawl release were damaged and the hole in the hose was in zone, which was consistent with the assembly fixture causing the damage. It was determined that the component damage was caused by manufacture fixture. It was further observed that the hole in the hose near the bell housing was consistent with allowing the hose to come into contact with a sharp object, which was caused by user error. It was determined that the damaged locking cylinder and pawl release was what caused the safety mechanism to fail, which was consistent with improperly using the disconnect sleeve while the motor was in use. It was also determined that the component damage was caused by user error. It was further determined that the device lacking lubrication and low rotations per minute (rpms) was consistent with wear from normal use and servicing over time. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to improper assembly / manufacture, user error and wear from normal use and servicing over time. The assignable root cause of the hose damage was caused by the manufacturing fixture damage in zone 1 of the muffler. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during post-surgery, it was discovered that the hose ripped at the end that connected into the foot pedal on the motor device. During in-house engineering evaluation, it was observed that the hose had a hole at the muffler and near the bell housing, the motor failed safety assessment and reflected low rotations per minute (rpms) with a reading of 65,462 rpm's which was lower than manufacturers' specification (65,462 rpm's; specified reading is minimum of 75,000 at 90psi). There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.